Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, a21 error test and displacement test. Pump passed the dat test at 0.08805 inches.

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Customer¿s blood glucose level was 450 mg/dl. Troubleshooting for high blood glucose was performed. Customer treated their high blood glucose levels via manual injection. Customer was admitted to the augusta university medical center hospital on (B)(6) 2018 at 1:30 pm. Customer advised they experienced nausea, they blacked out and the emt¿s arrived to take them to the hospital. Customer performed the displacement test and passed. Customer declined to perform the high-pressure test. Customer lost confidence in the insulin pump and wanted a replacement. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.